Event description:
It was reported that pump displayed insulin amount different than expected, with measured fill estimate significantly lower than caller¿s expected value even after air removal and use of room temperature insulin, and issue persisted with a new cartridge. There was no reported impact to the customer¿s blood glucose level. Caller reloaded cartridge with guidance, then filled and loaded new cartridge and delivered test insulin dose, and technical support arranged replacement of pump and affected cartridges, instructed caller to place pump in storage mode and return it, and advised caller to contact healthcare provider for backup therapy and to reenter settings and reconnect continuous glucose monitor on replacement pump.